Event description:
Physician reported the removal and replacement of an amo array intraocular lens in response to patient's complaints of halos and glare, which are identified as risks in the product labeling.